Manufacturer narrative:
Device eval by manufacturer: this wallstent endoprosthesis was received for analysis. Visual examination identified that the stent was partially deployed and damaged. Further visual and tactile examination identified no issues with the tip or shaft of the device.

Event description:
Reportable upon analysis completed on (B)(6)2025. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 14x90/9 wallstent endoprosthesis was selected for use. During the procedure, the device was inserted into the patient; however, the product was unable to traverse the lesion. As a result, the physician subsequently withdrew the product. The procedure was completed with another of the same device with a different lot number. There were no patient complications as a result of this event.